Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-18857; 1627487-2021-18859. It was reported that during an implant procedure for a thoracic system, the physician discovered patient's original system had migrated substantially. In turn, the physician explanted the entire system, which addressed the issue.

Manufacturer narrative:
Date of event is estimated.